Event description:
It was reported the patient became septic and the implantable pulse generator (ipg) system was explanted. The source of the sepsis is unknown. No signs of infection were present in the device pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).